Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-3638 knotless fibertak inserter broke off in the patient's bone. This was discovered during a six-month post-operative visit. The procedure was a glenoid instability repair, and it was performed in (B)(6) 2022. No further information has been provided. Additional information requested.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.